Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Primary problem was duplicated by functional testing; found error code 41100. Most probable cause is the main board. Replaced the board to fix the issue. The device passed all functional testing after the repair.

Event description:
It was reported that the device had an error code 41100. The product fault occurred during testing. There was no patient involvement.